Event description:
On (B)(6) 2013, the reporter contacted animas and reported that the heath care provider (hcp) stated that the programmed boluses delivered via the pump did not show up in the pump bolus history. The pump reportedly did not record one of the boluses on (B)(6) 2013. There was no reported adverse event associated with this complaint. This complaint is not being reported due to boluses not recording in pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.